Event description:
The manufacturer received information alleging a low volume delivery issue was observed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's check leaf valve was found to be contaminated with nicotine and was replaced to address the issue.